Event description:
The customer contact reported the device was found delivering at a concentration that was different than the originally programmed concentration resulting in the pt receiving more medication than intended. At an unspecified time, the device was programmed to deliver dilaudid 5 mg/ml, in the pca+continuous mode, with a 5 mg/hour continuous rate, a 1.5 mg pca dose, 15 minute pt lockout, and no dose limit was selected and the delivery was started. At approx 2300 while the nurse was responding to an unspecified pump alarm, the nurse noted that the device display indicated "cartridge empty." The customer contact reported, "there is no way it should be empty." At this time, the nurse noted that the device display also indicated the concentration of the medication was dilaudid 1 mg/ml instead of the programmed concentration of dilaudid 5 mg/ml. The device was removed from clinical svc. Therapy was resumed using a replacement device. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.